Manufacturer narrative:
The pump was received with reservoir tube lip completely broken off. The reservoir does not stay locked in. The pump was received with missing o-ring. The pump was also received with broken battery tube threads, cracked case at the reservoir tube window corners, and minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of physical damage to the customer's insulin pump. The mother states that a piece of the pump had broken off. The customer's blood glucose level at the time of incident was unknown. The mother states the customer's blood glucose level had risen to 600mg/dl. The mother states they were administering insulin, but the reservoir was not seated properly in the pump compartment. The customer was advised that the device would be replaced and returned for analysis.